Event description:
The customer reported, the unit would not discharge during the operational check.

Manufacturer narrative:
The customer reported, the unit would not discharge during the operational check. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A f-u report will be submitted upon completion of the investigation.